Manufacturer narrative:
Eval results - visual inspection of the returned product showed that the lens optic was torn in half and a piece was missing from the optic. Surgical and reddish residue/debris on product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon implanted an aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. It was unknown what caused the lens to tear. The injector model that was used was a msi-tm and the cartridge model that was used was an aq cartridge fp. The reporter was unable to provide the injector and cartridge lot numbers.